Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2019 and suture was used on the peritoneum. During the procedure, the suture broke two times while suturing the peritoneum. Another like device was used to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). The actual sample was returned for evaluation. An empty opened foil and a needle suture in several pieces of product code vcp358, lot mk2366 were returned for analysis. During the visual inspection of the sample (needle/suture piece), the swage and attachment area were observed to be as expected; however, marks were noted on the body needle, and the end of the suture was observed cut appears to be by use of a surgical instrument. The other sections of the suture were examined and the ends of the suture were cut and body fluid were found. Additionally, a functional test was performed only in a suture piece and the tensile strength force was above the minimum requirement. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. According to the sample condition it was suggested an improper handling of the sample.